Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a dislodged cable crimp. The crimp of wrist control cable 10 was found to be dislodged. As a result the instrument exhibited imprecise motion. The dislodged crimp is captured inside of the welded grip. The root cause of this failure is attributed to a component failure. Additional findings: the instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the pitch/yaw directions. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The imprecise motion was a result of the dislodged cable crimp on wrist control cable 10. The root cause of this failure is attributed to a component failure. The complaint was confirmed by failure analysis. The probable root cause is attributed to the instrument experiencing more load than anticipated. The cable crimp can become dislodged due to back-driving of wrist and joggle joints with the insertion axis. Applying excessive force on the instrument shaft and/or tip during handling, insertion, usage (overloading), or removal can also cause the crimp to dislodge.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer observed strange movements from the sp maryland bipolar forceps instrument during use. The customer tried different instrument movements, but the issue was the same. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the sp maryland bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.